Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a no external power alarm on (B)(6) 2023 and had a low flow and pump off alarm on (B)(6) 2023. The team noted that the pump speed was at 0 rpm but the patient still had flows recorded. It was also noted that the patient was admitted on (B)(6) 2023 for an altered mental status and sepsis. Log file review was requested and technical services confirmed that a low voltage hazard event/no external power alarm was captured on (B)(6) 2023 at 04:06 due to both power cable leads being disconnected from the batteries when changing power sources from battery power to the mobile power unit (mpu). Another low voltage event was noted on (B)(6) 2023 at 21:12 from what appeared to be a total loss of power to the mpu. The emergency backup battery in the system controller was enabled until power was restored to the mpu. The event was brief with no interruption to pump support. It was also noted that a pump stop occurred on (B)(6) 2023 at 11:49 while using the mpu. The cause of the pump stop was possibly related to a high current event leading to a pump reset or short to shield. It was also noted that there were no recurrences since being on wall power following admission and there was no evidence of short to shield phenomenon. There was concern for excessive vasoplegia and dehydration, so the patient received fluids. The patient had symptoms of a fever, and the source of the infection was related to aspiration pneumonitis. The infection was treated with zosyn (piperacillin-tazobactam) and vancomycin which resolved the event. It was confirmed that the source of infection and patient symptoms were not device related and the patient was discharged on (B)(6) 2023.related manufacturer reference number: 2916596-2023-07265 (pump)

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 59 days ( on (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). No external power alarms were observed on (B)(6) 2023 and on (B)(6) 2023 while the mpu was in use. These alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased. The backup battery operated the system at these times, and the alarms resolved when power was restored to the system. The mpu (serial number (B)(6) was not returned for analysis, and the causes of the alarms were unable to be determined. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2016. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook ( section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 lot number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.